Manufacturer narrative:
The recipient is receiving treatment at the site where the device is exposed.

Manufacturer narrative:
The recipient reportedly experienced an infection along with the device extrusion. The recipient's device was explanted. The infected site was treated. The recipient's infection resolved. The recipient will be reimplanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional treatment details were not provided. The external visual inspection revealed silicone damage on the bottom cover, a silicone slice on the top cover, and the electrode was severed near the electrode ground ring prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing device extrusion. Revision surgery is scheduled.